Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , revealed that the sealed outflow graft bend relief was disconnected from the graft attachment. The outflow graft bend relief disconnection appeared to be present while the device was implanted; however, a specific cause for the disconnection and a duration of time for which it was disconnected could not be conclusively determined through this evaluation. Additionally, review of the log files retrieved from the returned device revealed elevated lvad monitor current values. Based on previous complaint history, these findings appeared to be indicative of an issue with the current monitoring circuit board on the pump; however, a specific root cause of this current monitoring issue could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief disengaged from the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. The pump was returned with the sealed outflow graft bend relief disengaged from the graft attachment. While it was observed that the bend relief hardware was not fully engaged, it was directly adjacent to the ridge on the graft attachment and did not appear to be angled away from the pump outflow or the graft attachment. The orientation of the bend relief did not appear to have caused any abrasion or penetrative damage to the underlying graft material. In addition, there was no evidence to suggest that any graft kinking was present during vad support. The accumulation of tissue around the bend relief hardware and outflow graft attachment suggests that the bend relief was disconnected while the patient was supported by (B)(6) ; however, a specific cause for the disconnection and a duration of time for which it was disconnected could not be conclusively determined through this evaluation. Upon disassembly of (B)(6) , inspection of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device revealed elevated lvad monitor current values. The observed elevated lvad monitor current values appeared to be caused by an issue with the current monitoring circuit board on the pump; however, a specific root cause of this current monitoring issue could not be conclusively determined. A corrective action has been opened to further investigate this issue. Despite these events, the log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14dec2017. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), contains information on how to prepare the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the evaluation of the pump after a routine heart transplant elevated current readings and bend relief disconnect were observed.